Event description:
It was reported that there was a communication problem and implantable neurostimulator (ins) overdischarge was suspected. The patient stated that his basement flooded and he couldn¿t find the recharger, and then he finally did find it. It was stated that the patient last felt any stimulation and the last successful recharging session was 1 to 2 months ago, ¿more than 45 days ago.¿ it was stated that the patient experienced increased pain and the patient was currently not receiving effective therapy. It was noted that the patient contacted a manufacturer¿s representative two days ago and she had discussed how to perform a ¿jumpstart session¿ and the patient stated he has tried it 3-4 times, however, it wasn¿t working. It was noted that the patient was familiar with the jumpstart process because this had happened to him once before. It was further stated that the patient met with the manufacturer¿s representative who confirmed 2nd overdischarge. It was stated that the patient has done 5 physician mode recharges (pmr) in a row and then 3 more, but the battery had not recovered from overdischarge. It was noted that the patient reported that prior to it going into overdischarge he would charge, have it on for 4 hours with ¿all of blocks 6-8 of them full¿ and the implant would only go past a quarter charge. The caller stated that they suspected or thought it may be possible that there was a depth issue. It was further noted that they were not able to bring the battery out of overdischarge and a surgical revision of the ins was planned.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found that the battery had reduced capacity due to overdischarge. The implantable neurostimulator (ins) was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count was 13. The last recorded recharge session performed while the device was implanted has the default date of (B)(6) 2000 due to power on reset (por). The device was recharged for 39 minutes and the battery charged from 2.010 volts to 3.370 volts. The battery discharged to the lock mode on (B)(6) 2014; the total therapy loss count was 5. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2014. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. A normal recharge was started manually after a physician mode recharge. The recharger had full coupling and the ins recharged for 5hours 56 minutes to an end voltage of 3.990 volts. Conclusion codes 67 and 92 no longer apply.

Event description:
It was further reported that the patient underwent revision on (B)(6) 2014 was doing well.